Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a grommet issue and a set screw with a rounded socket.

Event description:
It was reported that one day post operative, the device experienced a grommet/set screw problem that led to a "bad connection" with the patient's implantable pulse generator (ipg). A lack of output and a loss of pacing was noted. The implantable pulse generator (ipg) was explanted, replaced and connected to the existing leads. No issues were noted after the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.